Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02284. It was reported that the patient's right ventricular lead showed externalized conductors, high impedance, and high capture thresholds. The lead was capped and replaced on (B)(6) 2020, and the generator was replaced to be compatible with the new lead and because it was part of the lithium cluster advisory so it was prophylactically explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.